Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the curved inserter threaded shaft was cross threaded causing shaft breakage during an initial hip arthroplasty. No patient harm noted. Attempts to obtain additional information were made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical device: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the inserter to be fractured through the threads. A portion of the face of the distal end remains intact. The head of the inserter is nicked consistent with a multiple use instrument. No other notable damage was observed. The hardness was tested and found to be rc 49. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.